Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the monitor delivers a pulse below lower limit during a pulse test. The cause for the pulse delivery was isolated to a defective t3 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. There was no adverse event that resulted from the damaged monitor.